Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported the pump was clogged and caused a change in their blood glucose levels. It was noted that the blood glucose levels were greater than 250 mg/dl (13.9 mmol/l) while wearing the pod on their abdomen between 1 and 4 hours, however the actual blood glucose values were not provided. As treatment a new pod was applied.